Event description:
Acrysof iq iol from alcon with the acrysert delivery system was used for placement of a cataracts lens. According to physician the lens injector malfunctioned. Per the op report, "a preloaded lens was initially inserted into the capsular bag with the injector. However, there was unexpectedly high pressure produced by the injector at the end of the lens insertion, which created zonular dialysis temporarily between 11 to 7 o'clock. Small amount of vitreous was also present at the temporal corneal incision. Vitrectomy was performed. The previously inserted lens was cut and removed." Per the surgeon, this added approximately 1.5 hours to the procedure and may result in a retinal detachment for the patient.